Event description:
It was reported that prior to surgery (while setting up for a total knee surgery), the universal oscillating saw attachment would not accept a blade. Upon further inspection, it was noted that almost all of the teeth that hold the blade into place had broken off. Further clinical info was provided stating that the event occurred during surgery and there was a delay of approximately 5 minutes. There was no report of pt harm reported and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.